Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture was identified. During preparation of the stent by the nurse, upon opening the package the shaft of the 3.50x20mm taxus liberte drug eluting stent delivery system, was found broken in two pieces. Then the physician used another taxus liberte to successfully complete the procedure. No patient involvement was reported. Patient status reported as "stable".

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found that the hypotube had broken approximately 24.0cm distal from the catheters strain relief and the stent was damaged. Two struts on the first distal row were slightly raised. This type of damage is consistent with the delivery system encountering some form of restriction. The device was kinked at the point of separation of the hypotube break. There were also kinks along the entire length of the hypotube. The hypotube damage is consistent with excessive force being applied to the delivery system. Microscopic examination of the balloon found no issues with the balloon material. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is handling damage.